Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified. Upon internal inspection, it was found that the primary side ECG shield was loose. The analog board were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and intermittently would power on without display. Complainant did not indicate that there was any patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.